Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -9.5/0.5/001 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. It was reported that the exchange lens did not resolve the problem. Cause was reported as unknown.

Manufacturer narrative:
Additional information: d9-return date: 12-jan-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection was unable to be performed due to the lens returned is not the model stated in the claim. Claim# (B)(4).